Event description:
It was reported that on (B)(6) 2010, pt had torn her acl while playing basketball. A soft mushy bump had formed on her knee at the insertion site (not sure how far out from surgery date). As time went on, the bump became more painful. Follow-up with surgeon resulted in a revision on (B)(6) 2013. The acl was healed but there was a jelly like cyst removed from bone tunnel. The tunnel was flushed out and a bone graft was inserted. Pt. Has no known allergies of any kind.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.